Event description:
As reported in a literature article (myung, ho rho ,et al. ¿various techniques of stent-assisted coil embolization of wide-necked or fusiform artherosclerotic and dissecting unruptured vertebrobasilar artery aneurysms for reducing recanalization: mid-term results¿, acta neurochir, (2013): 155:2009-2017) a patient (patient # 25) experienced a procedural complication of cervical cord infarction after stent-assisted coiling of an unruptured superior cerebellar artery (sca) aneurysm. The patient had presented with dizziness and sca infarction with a large aneurysm with a patent lumen with a large neck and significant thrombotic debris in the periphery of the lumen. Two enterprise stents (enf452212/10089381) and (enf452212/10094399) were implanted by stent within a stent technique, and non-codman coils were used for the procedure. After coil embolization, the patient showed quadriplegia. MRI revealed no evidence of infarction in the brain, and follow-up cervical MRI 1 day later demonstrated cervical spinal cord infarction. His neurologic deficit was slightly improved and showed paraplegia.

Manufacturer narrative:
The catalog and lot numbers were obtained for the suspect products in this complaint. As the two devices had different catalog and lot numbers, a separate medwatch form will be sent and the catalog and lot numbers will be provided in both forms. This is now report 2 of 2 related to (B)(4).

Manufacturer narrative:
It was reported that the cervical cord infarction was caused by occlusion of anterior spinal artery at the vertebrobasilar junction which is proximal portion of the stenting site. Per the physician, this infarction was not related to the stenting. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10089381 and lot 10094399. The device history record reviews also included a review of the certificates of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to these lots. The history records indicate that these products were final inspection tested at lake region medical and were determined to be acceptable. Infarction and neurological deficits are known potential adverse events associated with the enterprise vrd and the procedures they are used in as outlined in the instructions for use. Although based on the available information, a definitive conclusion regarding the exact proximity of the enterprise stents to the occluded vessel, per the physician the infarction was not related to the stenting. Clinical/patient factors including the baseline presence of significant thrombotic debris may have contributed. With review of the available information and the device history records review there is no indication of any manufacturing or device performance issues related to the event. Therefore, no corrective actions will be taken at this time.